Event description:
It was reported that the customer was performing a training session with some of the nurses on the uses of the evacuation chair. During the demonstration, the two front wheels of the chair were pushed off the first step causing the chair to tip forward with a person strapped to the chair. It was reported that the user did not tilt the chair back to compensate for going down the stairs causing the person on the chair to fall forward down a flight of stairs.

Event description:
It was reported that the customer was performing a training session with some of the nurses on the uses of the evacuation chair. During the demonstration, the two front wheels of the chair were pushed off the first step causing the chair to tip forward with a person strapped to the chair. It was reported that the user did not tilt the chair back to compensate for going down the stairs causing the person on the chair to fall forward down a flight of stairs.

Manufacturer narrative:
The serial number for the unit has been provided. The issue was resolved for the customer by instructing the customer on how to properly use the evacuation chair, informing the customer of where in the manual they should look for the operation procedure, and by having the sales account manager retrain the customer.